Event description:
It was reported that when using the bd pyxis¿ es server, all station was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override. A technical support specialist remoted into the server and executed the critical override history query and confirmed that most stations had exited critical override and were communicating properly and no interface issues were observed, and the problem appeared to be resolved. The system functioned as intended after the technical support specialist troubleshot the issue.